Event description:
It was reported to gems that artifacts were appearing on every fourth image. These artifacts were bright isocenter spots that were not clearly apparent as artifacts. This resulted in several misdiagnosis (brain tumors) by the on-call radiologist. Upon review by another radiologist, at a later time, the misdiagnosed pathology was determined to be artifacts. No pt received any treatment as a result of the misdiagnosis, however, one pt was told the wrong diagnosis. There was no injury. A 5v analog power supply to the "das" had failed. The power supply was replaced and the artifact has since not reappeared.